Event description:
A customer reported to beckman coulter, inc. (Bec) that no foam was leaking from unicel dxc 600i synchron access clinical system. The customer has a hazard management plan in place. There was no exposure to uncovered wounds or mucous membranes. No injury was reported. There was no effect to patient or user.

Manufacturer narrative:
The customer reported here had been at least 700 milliliters of no foam that leaked out over 4 days while the lab was closed. The customer did not run anything on the instrument on the day of the event. The customer did not clean up the no foam on the floor, but placed paper towels on the floor to absorb the no foam reagent. The no foam continued to have a slow leak, but customer unable to determine where it was coming from. Service visited on (B)(4) 2011 and found that no foam leakage was coming from a small crack in the y fitting just below valve. The field service engineer (fse) replaced the fitting and primed without any leakage.